Manufacturer narrative:
Device manufacture date: december 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reporter has declined to provide allergan further information regarding patient details.

Event description:
Healthcare professional reported a xen®45 gts event described as "the slider is caught in half, so it doesn't go up well" during implantation in right eye. Surgery was completed with backup device. There was no eye injury.